Manufacturer narrative:
(B)(4). A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Event description:
The customer reported via phone call that they were hospitalized on (B)(6) 2017 at 10:45 am due to low blood glucose. The customer was in a store and had passed out. The paramedics was dispatched and they were transported to the hospital. The customer¿s blood glucose during the incident was 22 mg/dl. They were released within the same day after their blood glucose came up. They were off the insulin pump for less than 48 hours prior to the incident. Troubleshooting was performed on the insulin pump. The end of the battery compartment was damaged. It looked burned. The insulin pump will be returned for analysis.